Event description:
I received the essure implant around (B)(6) 2008. Within the first month and a half I experienced a lot of cramping and back pain, which I assumed was from the implant being placed or that I had a uti or something. I went to the bathroom one morning and noticed that one of the implants had come out. I called my doctor's office they advised me to come in and they confirmed it was the implant. I was sent to have the hsg test done. My doctor told me I was find and my tubes were blocked. I continue to have cramping and pain in my right side. In (B)(6) of 2010, I became pregnant. I called my doctor's office, who said that's impossible. They advised me to come in and have a sonogram done. I was told I was 5 weeks and 2 or 3 days pregnant. I was in shock. A few weeks later, I started to have some bleeding and discovered I had a miscarriage. No one could tell me why I was pregnant if I was supposed to be blocked. I had to have a d and c, and I started taking the depo vera shot to protect myself. The time and money spent took a toll on me especially because I should not be going through this since I had this essure implant and the testing done to confirm its security. I became pregnant again and now have a beautiful (B)(6) girl. Although I didn't want more kids, she's the only good thing that has come from this, but I still have to provide for her. The essure implant caused me quite a bit of pain. Not just the cramping and back pain. The pain of miscarriage, pregnancy, and childbirth all over again. I also had to have another tubal ligation performed in (B)(6) 2014 after my baby was born. I felt tormented by this so called bullet proof birth control method physically, mentally and emotionally. I don't wish this on anyone else. Please take the essure implant off the market.